Event description:
Customer reported a malfunction alarm associated with pump experiencing button and charging issues. There was no reported impact to the customer¿s blood glucose level. Technical support arranged to replace the pump and provided instructions for the customer to allow the pump¿s battery to deplete before returning it using a pre-paid label. The customer confirmed understanding and will use multiple daily injections (mdi) as a backup therapy.